Event description:
It was reported that 5 of the bd maxzero¿ multi-fuse extension set with needleless connector were leaking. Report 2 of 4. Verbatim: we found one today on another patient and when we went to replace it we went though 4 of them with the same lot number and the all leaked at the same spot (on the filter port/white).

Manufacturer narrative:
H6: investigation summary: no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model mz9270 lot number 23029243 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 of the bd maxzero¿ multi-fuse extension set with needleless connector were leaking. Report 2 of 4. Verbatim: we found one today on another patient and when we went to replace it we went though 4 of them with the same lot number and the all leaked at the same spot (on the filter port/white).